Manufacturer narrative:
Other, other text: b3: date of event unknown one infusion pump was received for evaluation. Visual inspection found tamper seal broken, top case chipped, bottom case cracked. The plunger head was damaged. Event history log shows "plunger not in place alarm". Method used to duplicate the reported issue was inspection testing procedure. The cause of the reported issue was the plunger head being damaged. Repairs done to correct the reported issue was replacing all the plastic parts of the plunger head. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported by the biomed the device is exhibiting an error and broken case need repair. Patient involvement is unknown.